Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited false pause episodes due to under-sensing. Programming changes were made. The patient was stable and did not experience any adverse consequences.

Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. The false pause episodes as well as some false bradycardia episodes were due to r-wave amplitude smaller than the programmed sensing threshold. No device malfunction was found.